Event description:
It was reported that this device was explanted for premature battery depletion and code 1003, which is indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.